Event description:
Procedure: appendectomy. Reportedly, post operatively, bleeding on the staple line occurred and pt developed a hematoma. Pt was returned to o.r. At approximately 3am the next day, less than 12 hours after original procedure on the day before for ligation of bleeder.